Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the early morning of (B)(6) 2013. It was reported the patient obtained blood glucose results around ¿100 ¿ 120 mg/dl¿ range with the subject meter. The patient does not take medications to manage his diabetes and continued to follow his usual management routine. About 30 minutes after the start of the alleged issue, the reporter claimed the patient was ¿not feeling well.¿ by 830am that same morning, the patient was reportedly brought to the hospital. The patient obtained a blood glucose result of ¿580 mg/dl¿ with the physician/ hospital meter. The patient was administered insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was not performed at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with a hospital meter and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.